Manufacturer narrative:
The investigation by ge healthcare has been completed. The hospital's biomedical engineer replaced the on/stand by switch and the unit was returned to service.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a system reset alarm during a case. The unit had to be restarted to continue mechanical ventilation. There is no report of patient injury.